Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 10/19/2016. The device has been returned and evaluated by product analysis on 10/03/2016 with the following findings. The basal total daily dose history appeared to be inaccurate due to a manual date change from (B)(6) 2016 to (B)(6) 2016. The pump was exercised for 24 hours with a 1.0u/hr basal rate. At the end of testing, the basal history correctly showed 1.0u and the total daily dose showed 24.0u. The alleged issue could not be duplicated.

Manufacturer narrative:
Follow-up #2; date of submission (B)(6) 2017.